Event description:
The customer reported that the ventilator was not functional due to an oxygen valve stuck closed occurrence during normal ventilation operation. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if in use.the manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted the occurrence as reported. The fse replaced the oxygen valve to address the reported problem. Applicable final testing was performed per operating specifications and passed.